Event description:
It was reported that (1) device was used during a gastric procedure. It was reported by the affiliate that the et45b instrument was locking and difficult to fire. There was no consequence to the pt.